Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump due to the damage causing the charging cable to be harder to plug in. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.